Event description:
During follow-up for an unrelated case a peritoneal dialysis (pd) nurse reported that a patient tripped and fell on her knees while at home. Walking through her home. She landed on her knees and reportedly required knee surgery in the hospital. The pdrn could not give any information on what caused the fall but believes it was not related to any fresenius product issue. Medical records were requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion the plant's investigation.